Event description:
According to the initial reporter, a mural thrombus formed at bend in the aorta within zenith alpha¿ thoracic endovascular graft. Another manufacturers device was used to reline the graft.